Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the subject stent encountered resistance when advancing inside the microcatheter. Upon deployment, the proximal part of the stent [subject device] could not open when it was deployed and the physician had to use a guidewire to assist with the deployment, but was not successful. The subject stent remains implanted inside the patient. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. F10 / h6 medical device problem code - corrected ( code - "fracture" is removed) b2 outcomes attributed to ae - corrected (code - "other serious (important medical events)" has been removed) due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the surgeon felt resistance when he inserted the subject stent into the microcatheter. The surgeon tried to push it forward carefully as it was, but the proximal part of the subject stent was not spread at the time of deployment, and it still remains in the body. Additional information received from the customer indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and it is unknown if the patients anatomy was tortuous. As per the subject stent dfu , if excessive resistance is encountered during the use of the stent system or any of its components at any time during the procedure, discontinue use of the stent system. Continuing to move the stent system against resistance may result in damage to the vessel or a system component. It is probable that the stent was damaged as a result of the resistance experienced during advancement through the microcatheter and subsequently advancing the stent against that resistance, until it was deployed and failed to open. An assignable cause of procedural factors will be assigned to the reported 'stent difficult/unable to advance or pullback through catheter' and 'stent failed/unable to open', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the subject stent encountered resistance when advancing inside the microcatheter. Upon deployment, the proximal part of the stent [subject device] could not open when it was deployed and the physician has to use a guidewire to assist with the deployment, but was not successful. The subject stent remains implanted inside the patient. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event